Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v286692, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported the patient stated they were still having concerns with their device or therapy but had not sought further help. It was also reported the patient had their device taken out on (B)(6) 2013. It was noted the patient had parts of their leads in their hip and back and the patient was having a lot of pain with it. It was stated the patient couldn¿t have an MRI and was told surgery to get them out could not be good and ideal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the device removal the stimulation had really bothered the patient in the ¿private area.¿ it was noted that the device ¿did not work¿ for the patient and ¿just did not help¿ as the patient would ¿go¿ 10 to 12 times per day or more and wear pads 24/7. It was noted that it never changed the patient¿s bladder problem ¿at all.¿ the patient never had therapeutic effect and there was a loss of bladder control. As a result, the patient had it removed. As the healthcare professional (hcp) was removing the system the leads broke. It was noted that there were explant issues and the procedure lasted longer than expected. The hcp determined that it would be too risky for the patient to remove the lead as the tailbone could break and impact the spinal column. The implantable neurostimulator (ins) was removed. Initially after removal the tailbone was not sore and the patient noted that ¿if it was not bothersome¿ the patient ¿would not bother it.¿ however it was becoming very sore and would hurt. There was also burning. It was not ¿severe pain¿ but it began in the tailbone area and ¿over¿ to the left buttock area. The burning and pain was getting worse. The patient liked to stay busy and the pain was beginning to agitate the patent. The patient did not know what was making it ¿flare up¿ three or four months post explant. The patient was not sure if they would live with the pain or have the broken lead removed. Although the patient did not want to ¿jump into¿ lead removal and possibly end up worse from the removal surgery. It was noted that the patient was a diabetic. The patient planned to make an appointment with the hcp. Additional information stated the patient had chronic back pain unrelated to the device, but was unsure so she asked for it to be re placed. It was also stated a lead break occurred during surgery. Reportedly, it was ¿very stuck¿ and the neurosurgeon was consulted to dissect to foramen and the lead was lodged and ended up breaking distally. The ins was explanted along with a portion of the l ead. Reportedly the patient had chronic back pain the continued after explant and was present before explant. The patient recovered without sequela.

Event description:
It was later reported the patient never had therapeutic effect. It was stated that at no time did they get any benefit and they worked with a manufacturer representative multiple times. It was noted the patient had their device explanted a couple years or a year prior to report and the patient was unsure how long ago. Reportedly, since the explant the patient had a lot of pain where the leads were and they were told that any surgery could possibly paralyze them. The patient stated they felt like their pain kept getting worse. It was noted the patient had some type of lead breakage or explant issue and they were told that it never or rarely happens.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the patient and it was reported that every time she had a cat scan or x-ray they were telling her there was something in there that was fusing to her bones. The patient reported that her doctor was saying her bones are fusing around the broken lead and making her bones brittle. The patient also reported that she was planning to have another cat scan with dye to check to see if that was what was causing the problems she was having. The patient also reported that she still has pain and thought it was from where the partial lead was left in after breaking during explant.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 ,lot# v286692 , implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was reading their surgery report when the device was removed, but the lead was left in and all the notes the hcp wrote about the patient being a surgery risk to remove the lead wire. They were getting the results back from the cat scan on (B)(6) 2017.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v286692, implanted: (B)(6) 2010, product type: lead. Product ID 3037, serial# (B)(4), nproduct type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient had been having a lot of problems and had a cat scan done that showed the lead that was left in her was moving. The patient reported that they were afraid of an infection so the patient needed to know what she should do because she was up against a major problem as she didn¿t know what to do about getting the lead taken out because it was causing her issues where she couldn¿t even sleep in her bed or the recliner because of the pain caused from the lead moving on its own. The patient reported that the two healthcare providers (hcp) that took out the device were discussing the risk of removing the lead was much higher than leaving it in and reported that the risks of removal could be a cerebral spinal fluid leak, infection that could kill her or nerve damage. The patient reported that she had been through a lot of pain and it hurt so bad with the device with the device and was going to obtain an attorney to see if there was any more information about if the leads could move or if this could happen to a patient. The patient reported that she was in a situation where she left the lead in it could hurt her and if she took it out it could hurt her. The patient reported that she had went to another doctor and told her that there was a 100% chance the patient would end up with an infection if the patient got the lead removed. The patient reported that she was going to take the cat scan results to another hcp to see if they could take out the lead.